Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A retained sample of the batch has been tested in the laboratory under standardized conditions. No unusual cement paste temperature has been noticed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. There is insufficient information provided regarding the clinical signs, health impact, and nature of the adverse event. As a result, it is not possible to determine whether the event constitutes a serious injury. Furthermore, the role of cement in the reported incident is unclear. Specific details are lacking concerning how, when, and under what circumstances the death occurred, making it difficult to assess whether and to what extent the cement may have contributed to the fatal outcome. Therefore, the definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A study reported a clinical adverse event for death, the cause of which is unknown. No further information is available.

Manufacturer narrative:
(B)(4). MDR report #: mw5168977. MDR report key: (B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2 ¿ unknown which country the event occurred in. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.